Event description:
A customer reported that the tubing of a catheter extension set separated from the male luer. There was patient involvement associated with this event, though no injury or adverse event was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.